Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging and the ipg was not holding a charge due to the ipg being non functional. As a result the patient was experiencing ineffective therapy. The patient underwent an ipg replacement procedure and was doing well. Explanted ipg will not be returned.